Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device was seen in the emergency room due to beeping tones from their implanted device. An interrogation confirmed an earlier than expected battery consumption. The patient is stable and awaiting replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent follow-up with the field representative has concluded the device remains implanted at this time. The patient has since been diagnosed with terminal cancer and will likely not pursue product replacement.